Event description:
During product service by a service technician, a flogard infusion pump was found to have a broken door handle. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event identified during preventative maintenance. Visual inspection identified a broken door handle. The cause of the damage to the door handle was not able to be determined. To correct the condition, the door latch assembly was replaced. The device was functionally tested and passed. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.